Event description:
It was reported that during an unk procedure, when using the white load on the intestine, the device blocked and partially stapled. The staples were also malformed. A competitor device was used to complete the case. There was no reported pt consequence.

Manufacturer narrative:
Damaged release button left post. Eval summary: the analysis results found that one device was returned with no visual non-conformances and with a cartridge loaded on the device. The cartridge was received partially fired. The device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. After further analysis it was noted that the device firing mechanism was noted to be damage, as the firing trigger did not returned to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it breaks it creates friction to the firing trigger not allowing the trigger to properly return to its home position. The manufacturing records where reviewed and no anomalies were found during the manufacturing process.